Manufacturer narrative:
Concomitant medical products: screw (implant (B)(6) 2009, explant (B)(6) 2009). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with preop diagnosis of lumbar spinal stenosis l5-s1 with degenerative disc disease and radicular pain. The patient underwent interbody fusion l5-s1, posterior. According to op, the autograft was saved and mixed with the v-tox and rhbmp-w/acs. Two days later, the patient presented with preop diagnosis of far lateral disk herniation l4-5 on the right. Lumbar spinal stenosis and degenerative disk disease at l5-s1. The patient underwent lumbar laminectomy l5 down to s1 with laminotomy, foraminotomy and discectomy l4-5 on the right. Posterolateral bone graft and fusion l5-s1 bilaterally with instrumentation using pedicle screws and rods at l5 to s1. Using pedicle finder, the pedicle of l4 was sounded bilaterally and then tapped and then 50 mm x 6.5 mm screw was placed bilaterally. One bone graft was then placed in the posterolateral gutters, using bone morphogenic protein as well as autograft from the local area. After doing so, the screws at s1 were placed in a similar fashion. Short 30 mm rods were placed and top nuts placed and finally tightened. Sixteen days post-op: the patient was seen for radiology examination status post anterior screw fixation and posterior pedicle screw fixation at l5-s1 where a decompressive laminectomy and discectomy have been performed. Patient underwent lumbar puncture and intrathecal radiographic contrast injection; the left s1 pedicle-screw traverses the left lateral recess of the s1 and transgresses the axillary nerve root sleeve of the left s1 rootlet, there is extrathecal contrast adjacent to the screw; there is probable right l4-l5 intervertebral neural foraminal stenosis that might entrap the right l4 rootlet, clinical correlation as advised. Irritating hardware s1 screw on the left with some neurological symptoms. Nineteen days post-op: the patient presented with irritating hardware s1 screw on the left with some neurological symptoms. The patient underwent removal of left s1 screw, exploration of fusion, exploration of s1 pedicle and nerve root which was found to be intact. Reinsertion of pedicle screw at s1 pedicle. On 638 days post-op: patient presented with pain in hip and leg on the right. Patient assessed with pain neck (cervicalgia), low back pain, mononeuritis leg. Patient underwent x-ray which was interpreted as ¿stable l5-s1 fusion; slight increase in mild-moderate lumbar degenerative disc disease¿. Mild degenerative changes above and below the fused levels. On 644 days post-op the patient underwent lumber MRI which was concluded as: ¿new left foraminal and extraforaminal disc protrusion at l3-l4 which contacts the existing left l3 nerve root and contributes to mild to moderate left neural foraminal stenosis; there is effacement of the normal fat signal in the right neural foramen at l4-l5. This is likely in part due to postoperative changes. However, facet arthropathy likely contributes to some neural foraminal narrowing; postoperative changes l4-s1.¿ on 652 days post-op: patient presented with MRI. Patient does have foraminal stenosis at l4-5 on the right directly adjacent to his previous lumbar fusion. On 731 days post-op: the patient presented for postop diagnosis reporting numbness in thighs and feet. On 751 days post-op: the patient presented with emg for procedure ble radiculopathy and the electrodiagnostic study demonstrates nerve root irritation of the left l4 myotome consistent with active radiculopathy. On 785 days post-op: the patient presented with emg of his lower extremities for fusion on (B)(6) 2009. Emg does demonstrate nerve root irritation of the left l4 my account consistent with active radiculopathy. On 918 days post-op: patient presented reporting right leg pain and numbness. Patient underwent x-rays which were interpreted as ¿stable postoperative changes with intact fusion hardware l5-s1 and stable multilevel degenerative changes.¿